Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve procedure, while on the gastric stapling, the surgeon was unable to squeeze the handle and fire the device even when the green button was pressed, wherein the load was pre-fired. No patient injury.